Event description:
The tines on the screw broke while implanting causing a 1 hour delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.